Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the center butterfly port. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from august 25, 2022- august 26, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.